Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she has had issues with the infusion sets. Pt stated her blood glucose went up to 650 mg/dl. Pt's normal blood glucose is 194 mg/dl. Pt reported she has been treating herself with new infusion sites to bring her blood glucose back down. Pt stated she was able to bring her blood glucose down to the normal range of 194 mg/dl. Pt reported she was changing to a new infusion site 3 times a day every day. Pt stated the issue started when she first started using the infusion sets on (B)(6) 2011. Pt reported the infusion sets have been bending and kinking. She stated the backing paper was a struggle to get off and the adhesive would bunch up on her skin and not lay smooth. Pt reported the infusion set didn't slide right in like her previous type of infusion set did. Pt stated the infusion sites leaked and the infusion set cannulas were bending. Pt uses the insertion assist plus device to insert the infusion set into her body. Pt reported she began to notice the issue right away. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.